Event description:
Boston scientific crm received information that the patient with this cardiac resynchronization therapy defibrillator (crt-d) was admitted into the hospital for heart failure. The patient experienced a coarse ventricular tachycardia (vt) which was undersensed by the crt-d and required external therapy. The patient has suffered brain damage and is on an external ventilator. At this time, no further information is available.

Manufacturer narrative:
As of today, this product remains in-service. Should additional information become available, this report will be updated.

Event description:
Subsequent information indicates that a save to disk was sent into technical services (ts) for full review. It was determined that this device functioning normally as programmed, there were undersensed artifacts due to paced and sensed refractory or the artifact falling below the sensing threshold. The patient arrhythmia rate fluctuating above and below the programmed rate cutoff of 180.